Manufacturer narrative:
PMA/510k: this product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise that resulted in oversensing was noted on the right ventricular (rv) lead. No intervention was performed. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received indicating that noise resulting in oversensing continued. Provocative testing was performed and the lead noise was not reproduced. Insulation damage was suspected but was not confirmed. No further intervention was performed and the patient was stable and will continue to be monitored.